Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their skin was red and warm around the implant site after charging last night. Pt reported they had gallbladder surgery on (B)(6) and 3 days later they were infected at the sight of the stimulator. Patient spent 4 nights in the hospital hooked up to ivs and antibiotics. Patient stated they took their shirt off this morning and their side was red at the implant site. Patient noted the area around the implant battery was red and warm. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the cause of the infection at the pocket site was the patient had their gallbladder removed and when they put a orthoscope a ¼inch above their incision in their stomach, which got something in their stimulator site. The patient was in the hospital ER 3 times and 8 days in the hospital on antibiotics. The issue was not resolved as of (B)(6) 2024, the new plan was to remove the stimulator and possibly put it back in at a different location.